Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) year old male patient, bmi=(B)(4), was implanted with a pe-metasul insert, conical screw cup and metasul head on the left hip side in 2002 and underwent revision on (B)(6) 2016 due to osteolysis, cup loosening, impingement and dislocation of liner. Review of received data: x-rays dated (B)(6) 2016 show the condition of the left tha before the revision surgery. It looks that the femoral head is not centered in the acetabular cup anymore and femoral component has moved towards cranial direction. Presence of osteolysis at the gruen zone iii and also radiolucent lines at the gruen zone ii. The metallic liner seems to have detached from the pe insert. The stem neck is observed to have a big notch possibly due to the impingement with the metallic liner. Inclination angle of the cup is around 55°. It is also observed that there is leg length discrepancy, right leg being longer than the left one. Other x-rays dated (B)(6) 2016 and (B)(6) 2017 show the revised left tha. Revision surgery report dated (B)(6) 2016: detachment of the metal inlay from the pe insert with cup loosening and impingement on the stem with damage at the neck region. Stem to be revised as the 50% of the neck is gone due to the impingement. Fractures at the trochanter observed. Massive osteolysis at the acetabular cup surface cranially into the ileum. Massive metallosis observed and carefully milled at the ischium. All the components were revised. No product was returned to zimmer biomet for in-depth analysis. The products are retained by the patient. Review of product documentation. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary. No products were returned for the investigation. However, the x-rays before the revision confirm the existence of loosening and osteolysis at the cup surface, detachment of the metallic liner from the pe insert and impingement of the metallic liner with the stem neck. Possible series of events would start with the loosening of the cup and subsequent migration of it leading to over-stress onto a specific location at the metallic liner. This over stress might have led to detachment of the liner from the pe insert. Thereby, the stem got in contact with the liner leading to impingement and subsequent metal wear. Possible causes leading to the beginning of these series could be high patient bmi=39, which classified as obesity, wrong patient behaviour, malposition of the components during the implantation surgery, or aging of the pe. The sterility expiration date of the metasul-pe insert in this complaint is (B)(6) 1998, whereas the primary implantation date is 2002. It indicates that the surgeon implanted an expired product, which is not allowed by zimmer biomet. This should be also considered as a possible reason which might have had a role in the reported failure of the event. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The product reported was manufactured in june 1997, as the product is 20 years old, exact manufacture und expiration dates could not be found. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Metasul head 36, 12/14), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 28 mm "m" 12/14 on (B)(6) 2002 on the left side. (As the exact date of implantation is unknown, the last day of the reported year was taken as implantation date). The patient underwent a revision surgery on (B)(6) 2016 due to dislocation and metallosis with loosening of the metal layer from the pe. It was also reported that the revision took place due to loosening of the cup and notch on the conus due to wear (impingement).